Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr checked the events log and there were high peak inspiratory pressure and occlusion alarms displayed, then low exhaled tidal volumes alarms. The fsr tested the device and the device was operating within manufacturer specifications with no failures. The reported event is suspected to be the customer not understanding the difference between certain alarm conditions and how the device recovers from the alarms. The fsr reported no known device problem and the suspect device meets manufacturer specifications.

Event description:
The customer reported that while using the vela ventilator, the ventilator was building high pressure during patient use. The customer reported the ventilator was removed from the patient. The customer reported there is no patient consequence associated with the event.